Event description:
Glucose sensors are inaccurate, blood sugar readings often off by 100%. Problems were daily. Blood glucose readings either significantly higher or lower than actual. Repeatedly called medtronic to be told nothing. All must be my fault. The infusion pump/ continuous glucose monitoring system is seriously flawed and very dangerous, possibly life threatening. Call me please.